Manufacturer narrative:
Update b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The stent did not move when the pushwire was advanced, indicating it had detached and remained in place. Retrieval attempts failed due to resistance and friction, and the microcatheter could not be retrieved. The issue was caused by stent dislodgement, leading to unsuccessful deployment and deviation of the rivet point. The distal section of the stent failed to open, though it was not in a vessel bend. The stent was retrieved for adjustment, but no additional devices or techniques were used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the aneurysm procedure on aneurysm at the c7 location, after positioning the intermediate catheter and microcatheter, the stent was advanced to a high position and anchoring was started. The distal end opened smoothly, and the anchor was placed at the distal end of the internal carotid artery. When the stent passed through the aneurysm neck, it did not open properly. After retrieving and redeploying the stent, it was observed that the pushing guidewire advanced distally, but the stent did not move, suggesting detachment. Attempt to retrieve the stent was unsuccessful, so deployment was continued. The intermediate catheter was advanced further to provide support, and deployment continued, but the anchoring position at the distal end was no longer sufficient. The stent was fully deployed and then advanced to a high position, and another 350-16 stent was overlapped. The procedure was completed. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous unruptured c7 aneurysm with a max diameter of 6 mm and a 3 mm neck diameter. The landing zone was 3.0 mm distally and 3.6 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. Platelet reactivity units (pru) level is unknown. The angiographic result post procedure was that the blood flow slowed down. Ancillary devices include a puhui intermediate catheter 5f guide catheter, phenom27 microcatheter.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex pushwire was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: no bent or kink was found with pushwire. No break or separation was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at distal as the braid was not returned for analysis. Therefore, any contributing factors could not be assessed. However, the root cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. It was noted that the patient's vessel tortuosity was moderate and the pipeline was not placed in a vessel bend. Which eliminate these factors out as potential causes. Additionally, the pipeline flex could not be confirmed to have resistance during retrieval and pushwire break separation as no defect was found with pushwire. The phenom 27 catheter used in this event was not returned. Therefore, any contributing factors could not be assessed. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.